Event description:
It was reported that during the surgical procedure, the wrist of the large needle driver instrument collided against the cannula accessory. Towards the end of the surgical procedure, it was noticed that the instrument was broken and a piece of the instrument had fallen inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. The proximal clevis was dislodged from the main tube as a result of the breakage. Both the proximal clevis and main tube were missing pieces. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis at the main tube interface. The cannula accessory was also evaluated and no damage was found. As indicated in the complaints notes, the broken piece was successfully retrieved from the patient.